Event description:
Medtronic received the delivery system and its evaluation has been completed. The delivery approx 4 cm and the quick release button was engaged. A force gauge was used to measure the force required to detach the quick release button. Twenty four lbs of straight force was appled and the quick release and the test performed the quick release button appears to have been depressed during the procedure in order to disengage.

Event description:
A 15mm diameter x 5.5 cm length aneurx iliac extension stent graft was inserted into a pt for treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk and the vessels were reported to be nontortuous and non calcified. It was reorted that the quick release button disengaged during the procedure and the physician elected to remove it from the pt and complete the case with another aneurx device. No clinical sequalae were reported and the ot is fine. The device was not returned to medtronic for analysis.